Manufacturer narrative:
(B)(4). The device history review the product hemolok xl clips 6/cart 84/box, lot #73k1500301 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips could not be closed with the applier. The patient's condition was reported as fine.